Manufacturer narrative:
No additional information is available at this time. If additional information becomes available this report will be updated. Device remains implanted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead exhibited high shock impedance measurements greater than 125 ohms. This resulted in remote monitoring alerts received by the clinic. A request was made for remote data to be reviewed. Boston scientific technical services (ts) reviewed all episodes available (atr and pmt). There was no noise identified on the rv rate electrogram (egm). There was evidence of a small change in trending data last (B)(6) 2017. This was present in the right atrial (ra), left ventricular (lv) and shock impedance trends. None of the trends were out of range except the shock impedance. Ts recommended investigating around this date to determine if there was anything significant. The maximum value was 133 ohms, repeated twice at (B)(6) 2018 and (B)(6) 2018. Ts recommended performing additional testing such as patient maneuvers to identify any potential issues. A 1.1 joule and max energy were recommended to further test the system, as the device has never delivered a shock (B)(6). No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead exhibited high shock impedance measurements greater than 125 ohms. As a result, remote monitoring alerts were received by the clinic. A request was made for remote data to be reviewed. Boston scientific technical services (ts) reviewed all episodes available (atr and pmt). There was no noise identified on the rv rate electrogram (egm). There was evidence of a small change in trending data last (B)(6) 2017. This was present in the right atrial (ra), left ventricular (lv) and shock impedance trends. None of the trends were out of range except the shock impedance. Ts recommended investigating around this date to determine if there was anything significant. The maximum value was 133 ohms, repeated twice on (B)(6) 2018 and on (B)(6) 2018. Ts recommended performing additional testing such as patient maneuvers to identify any potential issues. A 1.1 joule and max energy were recommended to further test the system, as the device had never delivered a shock since implant (2015). No adverse patient effects were reported. Information received from the local field representative indicated that the clinic was waiting to see the patient at the next follow-up appointment. The clinic was unable to provide any further information and there was no information that indicated the patient had been seen. On (B)(6) 2021, the device was returned for analysis. The explant reason is unknown.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations